Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a persistent atrial fibrillation (a fib) presented visible air bubbles. Excess air intrusion/bubbles found upon aspirating sheath after inserting a non-boston scientific (bsc) mapping catheter. Hemostatic lock or flush port may have been compromised upon catheter insertion. Non-bsc device and faradrive removed from body. Aspiration reattempted 3 times. New sheath prepared and inserted. The procedure was completed successfully without patient complications. The device was returned for analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a persistent atrial fibrillation (a fib) presented visible air bubbles. Excess air intrusion/bubbles found upon aspirating sheath after inserting a non-bsc mapping catheter. Hemostatic lock or flush port may have been compromised upon catheter insertion. Non-bsc device and faradrive removed from body. Aspiration reattempted 3 times. New sheath prepared and inserted. The procedure was completed successfully without patient complications. The device is expected to be returned.